Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient demographics was not provided.

Event description:
It was reported that the tubing set unintentionally disconnected from the optima phaseal attached to the central venous catheter (cvc) twice during the night and once during the day. Although requested, no additional information was provided.